Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the workstation lacked the required carefusion application local account. A technical support specialist (tss) mentioned that hospital it assistance was needed to create the account, as carefusion admin access alone was insufficient. The customer requested installation of a test med application and required ae approval to proceed. The plx 1.4.5 installer was placed on the server as requested, and the case was escalated to the logistics team, provided the required client installer. Tss copied the client installer to the server, and the customer confirmed that the installation was successful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server unable to log in as the user entered the username. \cfnapp and password but received an ¿incorrect user or password¿ error despite it having worked previously. However, there were no delay in patient care and no adverse events or injuries reported based on this event.